Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were revealed during the evaluation: there was a gap between the acoustic lens and the ultrasound probe; the suction-cover plate was detached; adhesive on bending section cover (a-rubber) was detached; due to wear of the angle wire, bending angle in up direction did not meet the standard value; and due to a dent on the bending tube, the play of right/left knob exceeded the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could be attributed due to wear and tear of repeated use, external factors, or handling. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found gap of adhesive on the distal end, stain entered inside the lens through the gap and a gap between acoustic lens and ultrasound probe. There was no patient involvement associated with this event.